Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference numbers: 3006705815-2021-02269, 3006705815-2021-02270. It was reported that the patient experienced ineffective stimulation since implant. Reprogramming was attempted but was unable to restore therapy. In turn, surgical intervention may take place at a later date to address the issue.